Event description:
"There have been several recent cases of fracture of the fully implantable catheter with infiltration of medication and need for removal."

Manufacturer narrative:
Note: product reference 4430395 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record number 37029001 was reviewed: it is within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in june 2024. Summary of investigations: no sample/picture of the involved device, no x-ray picture were returned for investigation. Complaints database review: the complaint database was verified: no increasing trend for this type of incident was highlighted. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy was observed. The raw material used for catheters' manufacturing was also compliant upon receipt. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of the catheter rupture. Conclusion: without the complaint sample for investigation, it is not possible to determine the exact root cause of this incident. However, it is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access port and IFU already gives recommendations to avoid such event: this is a rare incident. No actions plan is foreseen at this time. If this the complaint sample become available in the future, we will reopen this complaint for further investigations.